Event description:
It was reported that the patient was deceased. Good faith attempts for additional relevant information have been unsuccessful to date. Internal review of the death with the available information by the manufacturer was performed and assessed to be possible sudep.

Event description:
Additional information was received from the treating vns physician. It was reported that the cause of death was colon cancer, and it was not related to vns. Internal review of the death with the available information by the manufacturer was performed and assessed to be unlikely sudep.